Event description:
The customer reported the ventilator had power fail occurences during normal ventilation mode operation. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer reported on power up the unit restarted. Review of the device diagnostic log history indicated a restart occurrence followed by a 24/+-12v power fail occurence. When a 24/12 volt failure of the ventilator occurs during use and results in a shutdown or restart of the ventilator, an audible power fail alarm will activate. The service engineer replaced the power supply to address the reported problem. Applicable final testing was completed and passed to operating specifications.